Manufacturer narrative:
Pt code:(B)(4) was used to report the non-specific "cardiac event" for which thee is no code available. This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.